Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary, the cubie was failed. The customer reported that the malfunction occurred while the user was issuing medication, user managed to retrieve the medication from another device. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer replaced the latch inseparable magnet to resolve the issue. The system functioned as intended after the field service engineer repaired the device.